Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that 8476 code occurred on patient programmer (ptm). On the next day, the rep saw the patient today and interrogated the pump. Logs showed a motor stall occurred (B)(6) 2019 and recovery (B)(6) 2019. There was no electromagnetic interference (emi) or magnetic interaction with the pump i.e. Magnetic resonance imaging (MRI). There were plans to replace the pump in the future. Drug was dilaudid, 2mg/ml concentration and bupivacaine 19.6mg/ml, concentration. Dosing was dilaudid at 0.7714mg/day and bupivacaine at 7.560mg/day. No patient symptom was reported. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that pump would be returned for analysis. No further complications were reported.